Event description:
Blood clots were detected where the tubing connects to the arterial cannula during ECMO support. The line was changed out the next day and fibrin blood clots were noted to re-form in the same location. The circuit was not replaced and was used throughout the case until the patient was removed from ECMO support. No patient complication has been reported.